Manufacturer narrative:
(B)(4)

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 61 mm in diameter abdominal aortic aneurysm and bilateral common iliac artery aneurysms. The aortic neck was 13 mm in length, funnel shaped, and moderately angled. The bifurcate stent graft was implanted very precisely; however, there was a proximal type I endoleak that didn't subside with ballooning. The physician will monitor the patient. The patient will be monitored. The physician stated that the cause of the event is unknown. No clinical sequelae were reported and the patient is fine.